Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (+400 mg/dl), and small ketones. Reportedly, elevated bg's are due to their pump settings needing to be adjusted. Boluses via the pump and injections were delivered to stabilize blood glucose levels. Contact stated they contacted the customer's health care professional to adjust the pump settings and the reported issue resolved.